Event description:
It was reported while using bd insulin syringes with the bd ultra-fine¿ needle the products received were expired. There was no report of patient impact. The following information was provided by the initial reporter: from phone call on (B)(6)2023 11:39:39: from phone call on 2023-05-30 11:34:58: confirmrd product number with nurse, 324910. Please disregard, 324919, (that was a typo) cl nurse stated that they received in the office "expired samples". Stated, this is the second time this issue occurred, (please see, cs0066653) stated, on the outside of the box, the catalog number is, 324930 but the packages on the inside of the box read, 324910 stated, product was dispensed to patient because they now have 2 and half boxes left when they had 4 boxes. Stated, she received 2 boxes for each order placed, (order received in april and order received in may). The april shipment she thinks came in at the beginning of the month and had an expiration date of april 30th stated, no patients reported any issues after using the product stated, samples were dispensed to patients because they really needed them but once the product expired on april 30th, the office did not dispense anymore.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.